Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The device with damaged and burned card. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was scrapped.